Event description:
Customer reported pt presented with staphylococcal infection following hip surgical procedure. Pt was re-admitted to facility for incision and drainage of surgical wound. Pt has fully recovered, is stable with no indication of infection or recurrence.